Event description:
A customer reported receiving a minimum fill notification while re-loading a cartridge onto the pump. Reportedly, there was more than 80 units of insulin in the cartridge. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting further with tandem technical support. No additional information was provided.